Event description:
It was reported that there was an unexpected longevity on the device. On interrogation, the battery was aging since december with less than 6 month longevity and battery voltage of 2.7v. Roughly a year ago, on previous interrogation battery longevity reported 3 years, with a voltage of 2.75v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.